Event description:
When attempting to withdraw the deployment system from the body (patient's), the sheath would not withdraw. Multiple attempts were made by two different cardiologists to remove sheath. Vascular called and patient taken to surgery for a groin cutdown to remove sheath. Upon arrival and draping in surgery the vascular surgeon was able to remove sheath without the need for surgery.manufacturer response for angio-seal vascular closure device, angio-seal vascular closure device (per site reporter).manufacturer's representative called and advised of problem. Suggestion made that possibly the wheel within the distal portion of the device was stuck.what was the original intended procedure?cardiac catherization.device #1is this a laboratory device or laboratory test?no.